Event description:
The following info was rec'd from FDA via medwatch report number (B)(4). The device was put down the instrument channel of an adult colonoscope. The forceps became stuck in the channel. The doctor pulled on the forceps to remove it and it came unsheathed and broke the head off in the scope. The head had to be forcibly removed. Endoscope was withdrawn from pt, another endoscope was reinserted and a second biopsy forceps was used. There was no change in the plan of pt care and no harm to the pt. According to the hospital reporter, there is no record of this occurring in the past. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. The medical facility provided info on this event to FDA via submission of a medwatch report. Reference access number (B)(4) for info related to the same event that was provided to FDA by the medical facility.

Manufacturer narrative:
Investigation evaluation: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once add'l info has been rec'd a follow up medwatch report will be provided. Investigation conclusion: we cannot adequately determine a root cause at this time due to the investigation is still in progress from our approved supplier. Prior to distribution, all captura biopsy forceps with spike are subjected to a visual inspection to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.